Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump time was incorrect, cause was unknown. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.